Event description:
Per st. Jude medical, noise has been seen in the atrial channel and is causing inappropriate mode switching. The technical services rep recommended that the physician check the headers and also recommended taking an x-ray to examine the integrity of the lead. At this time the physician is monitoring the lead. The lead remains implanted at this time. Should additional info become available, this file will be updated.